Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device did not display rotational speed. A ce rotablator was selected for use. During the procedure, the device could not display its rotation speed. A loose fiber optic cable was noted. The issue was resolved by re-inserting the fiber optic cable. The procedure was completed without patient complications.